Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged the pump powers off a few times with batteries from different packages. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2019 with the following findings: during investigation, there were reboots in black box download on the date of reported "no power" issue. The pump was opened and there was no damage found to the power circuit .the battery cap was able to fit securely and the pump being exercised for 12 hours with no power loss or interruptions occurring. Unrelated to the original complaint, the battery compartment was found to be cracked. There was no damage found to the battery cap.